Event description:
Patient reported that the pad comes loose in the shower, and causes the needle to come out, and patient has to replace the v-go. This has happened with 4 or 5 v-go's over a one month period.